Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Error e212, internal buffer write error, occurred due to a faulty printed circuit board (cm board). In addition, a freezing and bad video image was found when the device was tested with olympus series 190 scopes. The cause was assigned to a faulty printed circuit board (dp board). A worn video connector latch was found, causing poor connection to the scope end.

Event description:
A user facility reported to olympus that the error code "e212" was generated. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the e212 error was due to the deterioration, associated with the age, of a component(s) on the cm board. The freezing image, identified on the device evaluation, was likely caused by deterioration associated with the age of a component, of the image processing dp board. The worn video connector latch, identified on the device evaluation, was likely caused by the user's attempt to pull the video connector without lowering the unlocking lever, which led to a failure of the scope connector lock. As a preventive measure, handling of the video connectors is described in the instructions for use as follows: "push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. " "push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. " "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. " "when an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."